Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 3pm. At an unknown time prior to the start of the reported meter issue, the patient claimed she felt her blood glucose was elevated (symptoms no specified). The patient, however, denied receiving any form of medical treatment after the alleged meter issue began. During troubleshooting the csr noted that the patient was not using the subject meter for the first time. There is no indication that the product caused or contributed to a serious injury. The patient reportedly had felt her blood glucose was high before the reported issue first occurred. There was no indication that the patient's symptom(s) deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.